Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unspecified amount of time. Replacement was required. No incident related medical sequelae were reported.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the eval once it is complete.